Event description:
This supplemental report is being filed based on trend inclusion and associated updated evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement greater than 2000 ohms on the right ventricular (rv) channel triggering a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that this appears to be a device header spring contact issue. Ts discussed with the healthcare provider (hcp) that the patient is currently in the unipolar pacing and sensing configuration and that no oversensing is observed currently but it is recommended to have the patient perform a patient-initiated interrogation on their remote monitoring communicator in order to review updated device data. Ts discussed that the patient is not pace dependent so if no oversensing is observed in the current unipolar configuration, then they may consider leaving the device programmed to that configuration. However, if oversensing is observed, ts recommended to bring the patient into the clinic and reprogramming the device to a unipolar pacing and bipolar sensing configuration. The products remain in-service. There were no patient symptoms or adverse patient effects reported.